Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm a failure of the cockpit. The ongoing ventilation was not affected by the cockpit failure and continued as set. A faulty solid state disk (ssd) was identified as root cause for the failure. The ssd should be replaced. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. In case of a complete loss of function of the cockpit the ventilation continues with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device started to alarm loudly. It was found that the device had turned off, the screen was black and showed an error code. The device was replaced. No health consequences for the patient were reported.